Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pmcghqb0, and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke at the end when sewing the muscularis. The broken needle was retrieved successfully. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.